Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6), 2010, an elevate posterior graft was implanted in the plaintiff with the intention to treat her rectocele and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "after and as a result of the implantation" the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, continual bladder and urethra infections, pain during intercourse, bleeding, erosion of internal tissues and other injuries. Plaintiff underwent a revision surgery on (B)(6), 2010." It was additionally alleged the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."